Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27mm device was deployed but it did not meet release criteria so it was removed. A second 24mm device was deployed, but after multiple recaptures there was a kink observed on the delivery system, so the device was removed without difficulty. A second 24mm device was successfully implanted.